Event description:
On (B)(6) 2022 a johnson and johnson sales representative was advised by an eye care professional (ecp) that a patient (pt) presented on (B)(6) 2022 with red ¿bloodshot¿ eyes while wearing the acuvue® oasys® 1-day for astigmatism with hydraluxe¿ technology brand contact lenses (cl). The pt wore the lens for 2 hours then the eye ¿goes red¿ after 1 to 2 hours becoming progressively worse. The pt has no cl awareness but noted redness and ¿bloodshot¿ eyes after other people commented on this. The ecp removed the lenses and the pt¿s eyes were back to normal, no redness. On (B)(6) 2022 the ecp called to provide additional information. The ecp reported the pt came in on friday, (16sep2022) and diagnosed with a ¿small ulcer on os.¿ the pt was asked to discontinue cl wear for a week and return for a follow-up appointment in a week. The pt was prescribed ¿hytosan extra¿ drops (no frequency provided). The ecp advised the pt experienced the issue with 3 cl for the os. On (B)(6) 2022 additional information was provided from the ecp. The ecp advised the pt was prescribed hycosan four times daily for 7 days. The ecp refused to provide any additional medical information. This os corneal ulcer is being reported as a worst-case event due to the limited information provided by the treating ecp. The os suspect lot number is unknown. The os suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Suspect product discarded.